Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable as the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer found a small v shaped defect at the periphery of the lens during implantation. It looked like a manufacturing fault and the lens was left implanted as the fault was on the edge of the optic. The surgeon was concerned about the possibility of a sharp edge so placed it into position carefully and all was fine. No additional information was provided.